Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of undersensing noted on the device. The device will reprogrammed and the next follow-up appointment and the patient was stable with no consequences.